Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that pateint underwent primary right tha performed. Subsequently patient experienced a hematoma to right hip. No medical intervention was reported and it was noted to have resolved.

Manufacturer narrative:
(B)(4). Remains implanted. Concomitant medical products: medical product: tprlc 133 t1 pps ho 12x144mm 4mm t1 catalog #: 51-104120 lot #: 3963567, medical product: shell porous with cluster holes 62 mm catalog #: 00620206222 lot #: 64005427, medical product: liner standard 3.5 mm offset 36 mm i.d. For use with 62 mm o.d. Shell catalog #: 00630506236 lot #: 64376417. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent primary right tha performed. Subsequently patient experienced a hematoma to right hip. No medical intervention was reported and it was noted to have resolved.